Manufacturer narrative:
D4 : lot number not known, we have received a list of possible batches: 119441, 119303, 119463, 119465, 118484 and 120043. Analysis and results: the involved batch number is not known, a list of possible batches was supplied. Batches supplied to end customer in the time related with the complaint are: 119441, 119303, 119463, 119465, 118484 and 120043. There are no previous complaints of any of the possible batches. We manufactured and distributed in the market (B)(4) units of the batch 119441, (B)(4) units of batch 119303, 2,916 for 119463, (B)(4) units of batch 119465, (B)(4) units of the batch 119484 and (B)(4) units of batch 120043. There are no units of any of these batches in b. Braun surgical's warehouse. We have not received any sample for analisys. Reviewed the batch manufacturing records of the possible batches, the products had a normal process and the results during the process fulfilled usp/ep requirements. Without any closed sample we cannot carry out an analysis in order to take a decision. Remarks: when working with optilene® suture material, great care should be taken to avoid any crushing or crimping damage of the monofilament by instruments such as forceps or needle holders. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported that there was an issue with optilene suture. The client reported that the thread breaks during surgery. Further data has been requested.